Event description:
It was reported the patient experienced a left inguinal hernia coincident with peritoneal dialysis (pd) therapy. The inguinal hernia was pre-existing prior to the patient beginning pd therapy; it is unknown if it worsened with pd therapy. The patient underwent surgical repair of the hernia. At the time of this report, the patient was recovering from the hernia event. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of the event: the exact date of the event was not provided; it was reported to have occurred during (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.